Event description:
On the initial report on 05/07/2024, the consumer states that he scraped his arm and started to bleed. He left the bandage on for about two days. He tried to get the bandages off but couldn't. He ended up pulling his skin off. He had to go to the doctor. Because of this issue, he took antibiotics. On the completed consumer information report (cir) received on 5/22/2024, the consumer states that he used the bandages, and the product pulled his skin. He will have another appointment with the physician. The consumer states that the issue was with the tape area.

Manufacturer narrative:
As of 06/03/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.